Manufacturer narrative:
The insulin pump received with blank display due to battery connector not plugged in properly. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to blank display. Cracked reservoir tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer fell because of her low blood glucose. The blood glucose reading was 199mg/dl at the time the paramedics arrived. The husband stated that the customer was given something to drink to bring up her sugar level before they arrived. Troubleshooting was preformed. The husband mentioned that the customer had a couple glasses of wine, which may have contributed to drop her blood glucose. The caller also stated the insulin pump went blank after she fell while wearing the insulin pump, and since then the device stopped functioning. No further information was provided.